Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07492. It was reported the pt had stepped in a hole while fishing in (B)(6). It was reported the physician had determined the lead had become dislodged with an x-ray and planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.